Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The patient's doctor felt the patient had a fungal infection and prescribed the patient cortisone cream. The patient was given a clear bandage by a nurse. Follow up was completed and the patient reported the skin irritation was improved.